Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient identifier, age, sex, weight, ethnicity, race: patient information has not been provided by the user. Initial reporter address - line 2: (B)(6).

Event description:
The south korea customer reported "wash buffer is not dispensing properly". The field service engineer (fse) noted, "it seems that the wash buffer was not dispensed properly. The probe was dripping after dispensing wash buffer". The fse repaired the instrument by replacing the aspiration and dispense check valve which resolved this malfunction. Per notes, testing was able to be completed. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.